Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt experienced a refractive error and the lens was off axis. The surgeon reported that the pt has sought secondary treatment elsewhere to correct the refractive error. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or nay identification traceable to the mfg documentation. Add'l info was requested on 03/03/2010 and 03/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).